Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that several spectrum pumps delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, programmed amount and delivery rate unknown) in the oncology care area. The customer reported a large amount of residual fluid was left in the IV bag once the volume to be infused was complete. The nurses have had to line flush on average 2 times. It was also reported there was no patient injury.